Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a flogard administration set had two pieces of tubing beneath one of the roller clamps. This event was discovered prior to product use. There was no patient involvement. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the sample confirmed the reported condition revealing the sample had a double loop of tubing in the roller clamp. The cause was determined to be the machine which did not assemble the involved set correctly. Improvements have been made to the assembly machines. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.